Event description:
Reporter alleged discrepant back to back blood glucose values of 164, 142, 114, 259, and 136 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.